Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (1825034-2012-01803/01804).

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
Patient's legal counsel reported that patient underwent left m2a hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2010 allegedly due to pain, swelling, tissue damage, synovial fluid buildup, lack of mobility and/or metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates the patient underwent a left total hip arthroplasty on (B)(6) 2003. An operative report dated (B)(6) 2010 notes a revision occurred due to gross loosening of the acetabular cup. Revision operative report further notes the presence of a whitish-gray cloudy fluid in the joint. During the procedure, the modular head and acetabular cup were removed and replaced with a biomet had and competitor acetabular components.

Event description:
Patient's legal counsel reported that patient underwent left m2a hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2010 allegedly due to pain, swelling, tissue damage, synovial fluid buildup, lack of mobility and/or metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.